Manufacturer narrative:
Additional information h3: the device has not been returned due to revision not taking place. Received one x-ray photograph of the implant within the patient. Device appears broken and the complaint is confirmed. The cause of the failure cannot be determined with the given information. The most likely cause of the failure is a patient specific event.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-8771-0216s dynamite compression plate broke 6 months post op. No case involvement, no reported patient effect. No revision date has been scheduled yet. Event description requires update as identified during remediation activities required under CAPA-00417. "It was reported on (B)(6) 2022 by a sales representative via email that an ar-8771-0216s dynamite compression plate broke 6 months post op. This was discovered postoperatively with no patient injury. No revision date has been scheduled yet."